Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology were not reported. It was reported that the patient presented emergently with bilateral limb occlusions on an unknown date. The physician performed an embolectomy on the right limb and did a fem-fem bypass restoring flow to the leg and the patient was fine. Upon subsequent review of the CT scan the stent grafts looked intact; however, the stent graft was entirely thrombosed from renal arteries all the way into iliac arteries. The cause of the stent graft occlusion is unknown. It was reported that the patient passed away approximately two weeks ago as a result of this occlusion. No further information was provided.

Manufacturer narrative:
(B)(4). Results: death, stent graft occlusion. Unknown cause of occlusion. Conclusion: lack of information (unknown cause of occlusion).